Event description:
Pt admitted to hosp for abdominal pain on 5/18/96. Because of severe pain CT of abdomen done and revealed portal vein thrombosis involving the splenic and superior mesenteric veins. Pt was started on heparin and tpa (tissue plasminogen activator). Labs drawn 5/19/96 1814 for ptt were reported back at 7160. Due to this, pt's heparin was stopped, tpa continued. When corrected lab value reported, the heparin was restarted at a higher dose. Pt was discharged 6/3/96.